Event description:
During a routine incoming inspection of products, distributor has found one product with a cutter-like incision in the sterile blister. There was no pt injury as the device never reached the hosp.